Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "multiple pumps shutting down without an alarm. Reported as complete shut off, not just stopping pumping". Information states that multiple events occurred of iabp's sustaining a complete shut off while in use on patients and that "every time the issues were resolved very quickly, within 1-2 minutes at the most". The events occurred to multiple different patients during different phases of care including "transport, unit, and or holding area". Customer stated that "all of the pumps were plugged in at the time of the incidents, except for the one that was being transported". Additional information states that "no patient was harmed or injured". Inquiry for specific information on exact dates, times, pump serial numbers, or patient information was unable to be fulfilled. Associated mdrs; 3010532612-2022-00438, 3010532612-2022-00439, 3010532612-2022-00440, 3010532612-2022-00441, 3010532612-2022-00442.

Manufacturer narrative:
(B)(4). Returned for investigation was a battery. Visual inspection of the battery was performed, and no abnormality was noted. The battery was installed into a known good autocat 3 optimus (ac3) for functional testing. The iabp powered up successfully with no alarm, all voltages were present and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 13.1 volts. Pumping was initiated. The iabp gave a proper alarm when disconnected from the ac power. The iabp alarmed for "available battery power less than 20 minutes" approximately 24 minutes after pumping was initiated. The iabp alarmed for "available battery power less than 10 minutes" approximately 29 minutes after pumping was initiated. The iabp alarmed for "available battery power less than 5 minutes" approximately 32 minutes after pumping was initiated. The total battery runtime was approximately 34 minutes. Note: per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the ac3 be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A device history record (DHR) review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iabp shut off in use is confirmed. The pump shut off after approximately 34 minutes when operating on battery power after a full charge during the complaint investigation. The battery failed the battery load test. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the short battery run time. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining the battery. No further action required at this time. This will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "multiple pumps shutting down without an alarm. Reported as complete shut off, not just stopping pumping". Information states that multiple events occurred of iabp's sustaining a complete shut off while in use on patients and that "every time the issues were resolved very quickly, within 1-2 minutes at the most". The events occurred to multiple different patients during different phases of care including "transport, unit, and or holding area". Customer stated that "all of the pumps were plugged in at the time of the incidents, except for the one that was being transported". Additional information states that "no patient was harmed or injured". Inquiry for specific information on exact dates, times, pump serial numbers, or patient information was unable to be fulfilled. Associated mdrs; 3010532612-2022-00438, 3010532612-2022-00439, 3010532612-2022-00440, 3010532612-2022-00441, and 3010532612-2022-00442.